Event description:
It was reported that the patient was hospitalized due to heart failure, and was experiencing pectoral stimulation. Upon interrogation, the device was found to be programmed to a single chamber fixed rate (vvi). The device history showed the implantable pulse generator (ipg) had been programmed to the vvi setting during the last office visit. It was further noted that the setting change was due to the programmer's emergency button being pushed. The clinician indicated that the vvi settings may have precipitated the patient's heart failure. Reprogramming was performed to restore the previous settings. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.